Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the pump alarmed no delivery. The customer¿s blood glucose level was 424mg/dl at the time of the incident. The patient¿s blood glucose was in the range of 400-500mg/dl. The patient's current blood glucose was 235 mg/dl. The customer reported that they had been treating with manual injections and they take her off the pump for a few days, but as soon as they go back to the pump she starts to go up very high. The customer declined to troubleshoot for no delivery and high blood glucose. Her pump will be replaced as she does not feel comfortable with her daughter wearing this pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.